Event description:
It was reported when using the pyxis medstation es system, a drawer was not recognized on the bus. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bus light on the controller board was not lit. A field service engineer replaced the retractor band and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.